Event description:
It was reported that the patient had experienced "annoying" electric shocks and pulsing of the chest muscles when laying on their side or when the device is moved to the left. The device and leads remain active. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.